Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Coiling treatment of a ruptured p-comm aneurysm. It was reported the coil prematurely detached inside the catheter during delivery. While withdrew the catheter, the coil fell out into the internal carotid artery. Several attempts were made to retrieve the coil with a snare, but without success. A neuroform was then deployed to hold the coil against the internal carotid artery wall. The procedure was continued and no complications were reported with the patient as a result of the event.